Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implants 500cc and experienced bilateral ptosis and rupture on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 7662730 (l) and serial number (B)(4), lot number 7668852 (r) on (B)(6) 2019. This report is for the right side.